Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and undersensing during a ventricular tachycardia (vt) resulting in delivery of a shock. However, sensing was normal during sinus rhythm. A health care professional (hcp) felt that the shock therapy was appropriate. The hcp then inquired if any programming changes may be recommended. Technical services (ts) reviewed the stored episode and noted a wide-complex ventricular tachycardia (vt) around approximately 150-160 beats per minute (bpm), which, was below the programmed therapy zone, however, the oversensing (double counting), led to therapy delivery. The delivered shock converted the arrhythmia. Ts discussed that changing vectors may not yield a different outcome if the morphology is similar and noted it may be necessary to consider alternative management for rate control. No changes were made and no further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.